Event description:
The lay user/pt contacted lifescan on december 12, 2009 alleging that her one touch ultra meter was reading inaccurately erratic. The medical surveillance specialist (mss) was unable to reach the lay user/pt for follow-up questions. The following complaint was classified based on info obtained from lfs customer service. The pt reported blood glucose results of "226 and 111 mg/dl" with the lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl. The pt alleged that the reported issue began in 2009 at 7:00 am. As a result of the reported issue, the pt had more food/drink. The pt visited his physician's office the same day, and received "humalog 15 lantus sliding scale" treatment. The pt denied developing symptoms and no other device was used. According to the troubleshooting performed with customer service, the pt was using the correct testing technique. The pt did not have test strips to perform quality control testing. Based on the provided info at this time, it is unclear if the treatment administered by the physician was the pt's usual insulin dose, since no other device was used to test the pt's blood glucose. It is unk when the pt obtained the alleged inaccurate erratic results and if the self-treatment was in response to the results reported. In conclusion, this complaint is being reported because the pt allegedly received treatment from the hcp. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.